Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited communication error b30. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope connector had moisture damage, and the image was restored after aeration. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.